Event description:
It was reported to philips that the bedside control lever rotation failure and c-arm movement out of limit occurred on a allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service restored and calibrated the c-arm, returning the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).